Manufacturer narrative:
Stryker cmf recently acquired hyperbranch, and this MDR is a result of the remediation process. Hyperbranch had identified this complaint (number: (B)(4)) as non- reportable. Upon further investigation, stryker has decided to file a report. The observation stated in the reported event could not be confirmed, because the information provided was not sufficient. On several different occasions additional information was requested, however the complainant did not respond. The only material received from the complainant was the hyperbranch medical device complaint form. A DHR review was performed for all potentially affected lots. As the device was manufactured by stryker durham (USA), the available complaint information was forwarded to the manufacturing site to review the related quality and manufacturing documents. Within the review no deviations were found, the required tests were performed and did pass without any discrepancies. Finally, hyperbranch¿s medical adviser assessed the reported event and stated that there is no real data to suggest that adherus was the cause of the problem, which appears to be a non-specified clinical deterioration and return to the or for a nonspecific finding on MRI which may or may not have been related to the product. Without more information regarding precise clinical symptoms and MRI findings, no definitive opinion can be offered related to the issue of possible device contribution. Based on the limited information provided and the lack of provided follow-up the root cause of this complaint cannot be determined. Considering the investigation including a statistical analysis, the DHR review of the related quality and manufacturing documents as well as based on the assessment of the medical adviser there is no indication that the product is not working as intended or any systematic design, material or manufacturing related issue exists. The complaint is added to the complaint trend. Device evaluated by MFR: device unable to be returned for evaluation.

Event description:
It was reported that the surgeon performed a fossa postea, and less than two weeks later a csf leak was detected. During the revision surgery, it was noticed that the adherus was not tight ¿ that is had pulled together in lumps, like crystals, that the surgeon removed with a forcep.